Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. We have sent the complained screw to our material science and testing department for investigation. The material met specifications. An examination via sem was completed: the present screw broke according to a ductile forced fracture during insertion by applying a high torsional load. A reason for an intra-operative failure for the matrix neuro screw could be insertion of the screw in an exceptional hard bone without pre-drilling. The performed investigation could not detect any material faults.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure for a patient with a brain tumor: two screws broke upon insertion. One screw, the tip was broken, the second screw the screw head was chipped off. No further information is available. This is 1 of 2 reports for this event.